Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
ER admit for chest pain and sob two days after implant. Confirmed pneumothorax and small pnemopericardium. Device check normal function.